Manufacturer narrative:
E1 full establishment name due to character limit:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is presumed that the noisy image occurred due to damage on circuit board of scope connector. It is suspected that foreign matter became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly whereas a definitive cause for the foreign material in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had noise occurred in the image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.